Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vascular anastomosis on coronary artery bypass, the product came out of the bag with suture and needle separated. Surgeon used same product with different lot to complete the case. There was no patient injury.